Manufacturer narrative:
Device evaluation:analysis of the returned device identified: crease fold, opening on valve and opening on anterior. Leak test and microscopic analysis was performed which identified: crack opening on valve and sharp opening on valve bond edge. Based on the device analysis the final assessment is: a sharp pattern on valve bond edge of opening device assessed as an unidentified (tear) opening. A cracked valve seat diaphragm valve. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side "deflation". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "deflation". Device has been explanted.